Event description:
The customer reported the device displayed error code 10003 and the cycle power message/instruction. There was no report of pt impact or negative pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 10003 and the cycle power message/instruction. There was no report of pt impact or negative pt involvement. Philips svc ctr. Worked with the customer and determined that the cause of the issue was the external memory card. Replacement of the external data card resolved the issue.